Event description:
During a pantera shoulder surgery, a 5.2mm post screw passed thru the plate and into the bone. The post position was not part of fracture fixation. The screw was left in the pt, no harm to pt. Prolonged surgery less than 5 minutes.